Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) popped as the tech was prepping the device. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) popped as the tech was prepping the device. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to damage to the sealant sleeves, which prevented accurate measurement. An attempt to perform an inflation/deflation functional analysis was performed; however, it could not be completed due to a longitudinal tear in the balloon associated with loss of pressure. Additionally, due to the observed kinked/bent condition of the sealant sleeves, a functional analysis was executed using a 6f cordis lab sample catheter sheath introducer (csi). The device was inserted into and withdrawn from the unit; during this analysis, resistance was perceived. A high-magnification microscopic evaluation was executed to evaluate the balloon and sealant. During this analysis, the presence of a longitudinal tear in the balloon, associated leakage, and a kinked/bent condition of the sealant sleeves were observed. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. Additionally, handling factors likely contributed to the kinked/bent sealant sleeves noted as well. However, as this was not reported by the user, it is unknown if this damage occurred during preparation of the device or due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, the device preparation states, "inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.